Event description:
It was reported that this pacemaker was implanted a few months ago. Upon, the first remote interrogation there was observations of high, out-of-range (oor) right ventricular (rv) pacing lead impedance (pli) measurements measuring, greater than 3,000 ohms. Additionally, when the rv lead measurements were taken on the date of implant there was a low, out-of-range pacing impedance measurement of less than 200 ohms. A lead safety switch (lss) was triggered which change the pace/sense configuration from bipolar to unipolar. It was noted that the battery longevity remaining was one and a half years. It was suspected there was a lead integrity issue. The decision was made to do an immediate replacement. In the procedure room, there were observations of high thresholds, high oor pli, and noise however, there was capture. They tried to switch to bipolar with temporary pacing, but lead impedance could not be measured even though there was capture. Subsequently, the device was removed, and troubleshooting was performed with the rv lead. When the lead was connected to the pacing system analyzer (psa), measurements were all within range. The device was explanted and replaced successfully, and measurements were all within normal limits. The non-boston scientific rv lead remains in service. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker was implanted a few months ago. Upon, the first remote interrogation there was observations of high, out-of-range (oor) right ventricular (rv) pacing lead impedance (pli) measurements measuring, greater than 3,000 ohms. Additionally, when the rv lead measurements were taken on the date of implant there was a low, out-of-range pacing impedance measurement of less than 200 ohms. A lead safety switch (lss) was triggered which change the pace/sense configuration from bipolar to unipolar. It was noted that the battery longevity remaining was one and a half years. It was suspected there was a lead integrity issue. The decision was made to do an immediate replacement. In the procedure room, there were observations of high thresholds, high oor pli, and noise however, there was capture. They tried to switch to bipolar with temporary pacing, but lead impedance could not be measured even though there was capture. Subsequently, the device was removed, and troubleshooting was performed with the rv lead. When the lead was connected to the pacing system analyzer (psa), measurements were all within range. The device was explanted and replaced successfully, and measurements were all within normal limits. The non-boston scientific rv lead remains in service. The device is expected to be returned for device analysis. No additional adverse patient effects were reported.